Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of pain, quality accepts the patient¿s observation. Clinical assessment determined there is no evidence to support a direct causation of development of an autoimmune disease with the altis device.

Manufacturer narrative:
B3: date is unknown as year is unknown. As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient stated that she had the altis implanted in 2016 while having a hysterectomy. She stated that it was added on at the of the surgery to help with incontinence, but she was not given any other information about the sling at the time. Upon further investigation, she now believes that she is having complications, including pain in the groin area and was diagnosed with an autoimmune disorder soon after receiving the implant. She stated that after doing pelvic floor therapy and having more awareness that this is a symptom of this device, she has become very upset that she was never told about the complications.